Event description:
The event is reported as: customer alleges: "the user had great difficulty releasing the skin staple in a correct position. The release and directing of the staplers is inconsistent compared to the usual brand." No patient injury reported. Additional information was requested.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to trend relating complaints.